Event description:
It was reported the pt is seeing a communication error on her programmer screen and had to use her magnet to turn off her scs system stimulation. A sjm representative attempted to go over troubleshooting procedures over the phone with the pt; however, the pt desires to schedule an appointment to go over the procedures. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.